Manufacturer narrative:
(B)(4). Due to the problem not being confirmed and no conclusion can be drawn.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) is not confirmed due to a lack of sample. The root cause was not determined. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) and se 2367 alarm that appeared on the home choice (hc) display while the home patient (hp) was connected, during dwell 1. The home patient (hp) stated, the lines are open and clear. The technical service representative (tsr) assisted the home patient (hp) with troubleshooting and no leaks were noted and the hp had no disconnections. The tsr advised the hp to start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow-up with the home patient who advised that the alarm actually occurred back on (B)(6), but her daughter called in for her on the (B)(6) to the technical service line regarding the se 2240. She advised that she had been throwing up since (B)(6) and was admitted to hospital for not being able to stop throwing up on (B)(6) and was released home (B)(6). She advised that she did not believe that her reason for hospitalization was related or caused by a baxter product/device.